Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 260 mg/dl. The customer stated that the drive support cap was normal. Customer stated that the troubleshooting was performed. Customer was declined motor position encoder error alert. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.